Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00724, 00725, 00726.

Event description:
Allegedly revised for a hematoma. 1st plan of procedure was to remove conserve cup and modular neck. Replace with new modular neck and head. Use competitor cup. Procedure changed to remove entire stem because modular neck would not separate.